Event description:
Boston scientific received information that this left ventricular lead and cardiac resynchronization therapy defibrillator (crt-d) displayed high pacing impedances of greater than 2,000 ohms. The patient was seen for a revision procedure where the lead was explanted and replaced. The device remains in service. There were no adverse patient effects reported. The local boston scientific field representative was unaware if the lead was to be returned.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.